Event description:
The patient reported that during an intraocular lens (iol) implant cataract surgery the optic broke due to the insertion of a defective iol. The patient experienced a capsular tear and an anterior vitrectomy had to be performed. The iol was removed and replaced by another one iol that was implanted in sulcus. Three stitches were required to close the incision and complete the procedure. An air bubble was seen in the anterior chamber. During a follow-up visit it was noticed that the patient developed a bullous and painful fuchs endothelial corneal distrophy. The visual acuity was reduced to the hand moving perception. Moreover, the patient also experienced hypertonia that was treated with acetazolamide. This treatment improved patient's pain in the left eye. During another follow-up visit it was decided to proceed with the corneal graft that was performed in the beginning of 2011. After the corneal graft, the patient was still experiencing an endothelial dystrophy aspect of the cornea with sub-epithelial and stromal edema. Additional information was received informing that an eye ablation surgery was performed. This is one of two reports being filed for this patient. This report is for the first iol.

Event description:
Additional information was provided through a legal communication. During implantation of the first iol, the upper haptic broke and remained stuck in the injector. Additional viscoelastic was injected and the incision was enlarged. The iol was cut with scissors, removed and replaced with a second iol which was implanted in the sulcus. As previously reported, a capsular tear was then observed and an anterior vitrecomy was performed. At the end of the surgery the second iol was noted to be centered and the pupil was round. Antibiotic and anti-inflammatory treatment was reported to have been prescribed as a result of this event. The patient was hospitalized from (B)(6) 2008. During this time, the patient received subconjunctival injections and a corticosteroid bolus. A second procedure reported to be "adjunct to anterior vitrectomy" was performed on (B)(6) 2008 uneventfully. The patient was hospitalized from (B)(6) 2008. A corneal transplant was first discussed in (B)(6) 2010 after consultation with a second doctor. In 2011, the corneal transplant was scheduled and it was performed uneventfully on (B)(6) 2011. The patient was hospitalized from (B)(6)2011. Treatment with immunosuppressors, anti-inflammatory and hypotonic medication (eye drops and systemic) was prescribed. The patient consulted several times in emergency due to ocular pain. Over 2011-2012 rejection of the graft occurred. The graft became opaque and vascularized, with headache and hypertonia despite treatment. Eye enucleation was performed on (B)(6) 2014 under general anesthesia at the patient's request. The patient was hospitalized from (B)(6) 2014. A temporary prosthesis was implanted on (B)(6) 2014 and a permanent one on (B)(6) 2015. This is one of two reports being filed for this patient. This report is for the first iol implanted.

Manufacturer narrative:
Additional information provided: evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation.

Manufacturer narrative:
Evaluation summary: the investigation including the root cause analysis is in progress. Root cause has not been identified. (B)(4).